Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging the pump was experiencing an intermittent power issue. Reportedly, the battery compartment was cracked. The battery cap o-ring was reportedly missing. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1 date of submission 07/29/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 07/07/2016 with the following findings: a review of the black box data showed multiple unexplained reboots. A visual inspection of the pump showed that the battery compartment was cracked with damaged threads. The returned battery cap was damaged; reboots occurred with the returned cap. A test cap was used and the pump was able to power on. The pump was then exercised for 24 hours with no issues. The pump cover was opened and no issues were found. Unrelated to the complaint, the pump casing and display lens were cracked.